Event description:
It was reported that a spectrum pump had an inoperable keypad. During baxter's evaluation of the device it was discovered the keypad was malfunctioning. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed but did not reproduce the reported symptom of "inoperable keypad" through observation at power up. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: (ok), setup, run/stop, #0, 1, 2, 3, 4, 5, 6, 7, 8, 9 keys. The on/off key is able to power on the unit; however when powered on the on/off key is inoperable. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (ok) key will occur following the selected key's function. In summary this failure mode limits the ability to navigate care areas, drug selection, and deliver parameters selections. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.